Event description:
The customer reported to olympus that when using an evis exera ii gastrointestinal videoscope, the entire image was blurry. The event occurred during preparation for use. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (blurry image) was not confirmed. Additional evaluation findings were as follows: the distal end plastic cover had minor scratches, the bending section cover glue was cracked, the objective lens glue and light guide lens glue was peeling, the insertion tube had minor scratches, the control body had minor scratches and was missing the red and blue cylinder ring, and the light guide tube had minor scratches and buckles. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information as well as additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The following information is stated in the instructions for use (IFU): ¿chapter 3 preparation and inspection before each case, prepare and inspect this instrument as instructed below. Inspect other equipment to be used with this instrument as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If this instrument malfunctions, do not use it. Return it to olympus for repair as described in section 5.3, ¿returning the endoscope for repair¿ on page 99. Warning: using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage.¿ ¿chapter 5 troubleshooting: if the endoscope is visibly damaged, does not function as expected, or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide¿. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. Warning never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the instrument may compromise patient or user safety and may result in more severe equipment damage. Should any irregularity in the function of the endoscope and/or endoscopic image be observed during use, stop the examination immediately and carefully withdraw the endoscope from the patient as described in section 5.2, ¿withdrawal of the endoscope with an irregularity¿ on page 97.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional information: there were not any error messages observed as a result of the failure. The procedure was prolonged for 5 minutes. There was no patient harm associated with the event. The procedure was completed with another device. The reported problem did not affect the outcome of the procedure an egd (esophagogastroduodenoscopy). The reported problem did not affect the outcome of the procedure. There was no medical intervention as a result of the reported problem. No other devices were connected to the subject device when the failure occurred.